Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
This report is in reference to an italy patient. It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable over time. The patient may undergo surgical intervention to address the issue.